Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at the time of incident was 453mg/dl and current blood glucose value was 321mg/dl. Customer experienced symptoms like nausea, headache and feeling tired. Customer took 4 units with shot, and 3 units at time of call. The drive support cap was normal. Customer was assisted in performing high pressure test and it passed. Insulin pump will be returned for analysis.